Event description:
Event description guidant received information that the patient with this pacemaker presented to the office visit with symptoms of not feeling well. Evaluation of the device revealed noise on the electrograms (egm) with arm and pocket manipulation. The noise resulted in pauses in pacing in this pacemaker dependent patient; however, no adverse patient effects were reported. Evaluation of the lead revealed measurements within the normal limits. During the replacement procedure, the noise could be reproduced when manipulating the setscrew. The decision was made to remove and replace the lead.